Event description:
It was reported that during a device interrogation it was found that the right ventricular (rv) lead had a past episode with intermittent t-wave oversensing (twos). It was noted the oversensing was intermittent and had ended. The lead was currently functioning as programmed. The lead remains in use. No patient complications have been reported as a result of this event.